Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient experienced a small hole in infusion set tubing located 5-10 cm from the cannula on (B)(6) 2025 leading to high blood glucose (bg) levels. The patient also experienced nausea at the time of event. No further information available.